Event description:
Information was received from a patient receiving intrathecal dilaudid via an implantable pump for non-malignant pain. The patient also stated on (B)(6) 2020 she had to have a catheter revision due to a kink in the catheter. The patient provided the name of the managing physician at the time and stated that dilaudid was in the pump. The patient then mentioned she had always had dilaudid in the pump because she was allergic to everything else they put in the pump.

Manufacturer narrative:
Continuation of d10: product ID: 8667-40; serial#: (B)(6); implanted: (B)(6) 2024; product type: pump. Product ID: 8637-40; serial#: (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2024; product type: pump product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.